Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was received with minor scratches on lcd window, cracked case at display window corners and missing end cap sticker.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. Mother stated that the insulin pump was in the customer's backpack at the time of the alarm and also mentioned a reservoir had leaked. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.